Manufacturer narrative:
Investigation evaluation: the device was returned without the clip therefore a functional test could not be performed. The drive wire remains attached inside the handle, and the look at the distal end of the drive wire is not damaged. The device was advanced into a pentax ec 3830-tl colonoscope in a simulated lower gi position with the tip in the maximum retroflexed position to simulate a worst case position. The drive wire moved freely upon handle manipulation. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because all of the critical device components were not returned for evaluation. A definitive cause for the reported observation could not be determined. Instructions for use state to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Instructions for use state if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd), a cook instinct endoscopic hemoclip was used. The clip would not release from the deployment device and could not be reopened for removal. The clip was pulled from the tissue and removed. Another of the same device was used to complete the originally intended procedure. A section of the device did not remain inside the patient's body. The patient did not require and additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.